Event description:
Customer reported the system shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the mouse cable. System operates as intended. The total number of events being summarized is 9. Please note the mdrs associated with this report are filed late in response to the remediation efforts of ge healthcare. This report is filed under the FDA's retrospective summary report.